Manufacturer narrative:
The device is currently en route to the manufacturer. We will provide a follow up report on receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). The returned mr290 humidification chamber was pressure tested and immersed in a water bath to check for leaks. Results: immersion in a water bath showed the location of the leak to be evenly spread around the seal between the chamber dome and aluminium base. A lot check indicated no other complaints for the lot number provided. Conclusion: every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. In this case, the base of the chamber dome has not been rolled correctly. The chamber passed both the manufacturing and customer pre-use pressure tests, therefore it is likely that the heating of the (B)(4) base has caused the inadequate rolling to become evident, leading to leaking. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.

Event description:
A hospital in (B)(6) reported that they found leakage from the base of an mr290 autofeed humidification chamber. This was found before use on a patient.